Manufacturer narrative:
(B)(4). Concomitant medical product - persona natural tibia cemented 5 degree stemmed left size e, catalog #: 42532007101, lot #: 62694311; persona ps articular surface fixed bearing left 10 mm height, catalog #: 42511400710, lot #: 62491971; persona all poly patella cemented 35 mm, catalog #: 42540000035, lot #: 62456129; palacos r 1x40 single catalog# 00111214001 lot# 77584367; palacos r 1x40 single catalog# 00111214001 lot# 77274365. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2017 - 00221, 0002648920-2017-00222.

Event description:
It was reported that following a left total knee arthroplasty, the patient underwent a revision procedure due to pain and limited mobility of the joint. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As the manufacturing site was incorrectly reported this event has been transferred to medwatch# 3007963827-2017-00260.